Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pcl rupture which caused instability in flexion. The femoral component and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "patellar tendon rupture and ligamentous laxity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01103 / 01104).